Event description:
A -cardinal health jackson-pratt channel drain-closed wound suction system was placed in this patient during surgery on (B) (6) 2009. While attempting to remove the drain on (B) (6) 2009, the drain broke and the distal end of the drain remained in the patient. The patient was taken back to the or on (B) (6) 2009, and the retained portion of the drain was removed. This report was originally submitted on 12/04/09 and assigned the access number: (B) (4). At the time the original report was filed the product was thought to have been a (B) (4) product; however, after the (B) (4) co received the product for their investigation, it was noted not to be their product but that of cardinal health.